Manufacturer narrative:
Returned product examined under magnification. Locking screw has a small bone fragment stuck in the locking threads, just below the plate. The locking thread on the screw has broken and rolled away from the head, preventing the screw from being removed. This rolled thread is what has captured a bone fragment. Additional mdrs associated with this event: 3025141-2019-00310: screw.

Event description:
While inserting a locking hex screw into a plate being implanted into the patient , the screw did not lock and continued to spin in the plate hole. The screw could not be removed from the plate so the entire plate and screws was removed and a different plate was used to complete the surgery. There was a 30 minute delay in surgery as a result.